Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=29.4 ng/l (reference range= < 6.0 ng/l) /repeated=< 5.1 and < 5.1 ng/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of alinity I stat high sensitive troponin-I, reagent lot 75633ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75633ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 75633ud00. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 75633ud00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on a patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial= 29.4 ng/l (reference range= < 6.0 ng/l) /repeated=< 5.1 and < 5.1 ng/l there was no reported impact to patient management.